Event description:
The customer reported that the ground post on the power cable is loose. No pt injury was reported.

Manufacturer narrative:
The ge service rep attempted to tighten the ground cable and found that the clamp inside the plug was bent. No matter how much he tried to tighten the plug, it stayed loose. He removed and relaced the power cable. Then rebooted the system error free. The system is working as intended.